Manufacturer narrative:
This report is based on information provided by the service center. One forcetriad was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found scratched top cover, not related to the customer complaint. The customer reported that during use, the generator's bipolar activated by itself. The reported condition was not confirmed in memory nor duplicated. The investigation found the device to function normally and within specifications. The service center reported that the dry solder joints lvps board. The investigation found this additional failure did not cause or contribute to the customer complaint. The investigation found the most probable cause of the reported event to be dry solder joints. The dry joints lvps was re-soldered to address the condition. The service center reported worn lvps cable. The investigation found this additional failure did not cause or contribute to the customer complaint. The investigation found that measured voltage out of range. The investigation identified the root cause of the reported event to be a connectivity issue with the lvps-rf cable. The lvps-rf cable was replaced to address the condition. A CAPA has been issued. The service center reported worn on/off switch. The investigation found this additional failure did not cause or contribute to the customer complaint. The investigation found the most probable cause of the reported event to be worn on/off switch. The on/off switch was replaced to address the condition. The service center reported scratched top cover. The investigation found this additional failure may have caused or contributed to the customer complaint. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The top cover was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the generator's bipolar activated by itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.